Manufacturer narrative:
A batch record review was completed and indicates no discrepancies related to the reported complaint issue. All required specifications were met and documented within the batch records. Preventative maintenance (pm) has been completed to schedule. Machine logs were reviewed and there were no issues to impact the complaint. The customer has since recommenced using the product without any issues. This issue will be monitored through the post market product monitoring review process. (B)(4).

Manufacturer narrative:
Device expiration: 10/2017. Date of manufacture: 10/2014. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
An end user reported that she developed red marks at the 3-9 o'clock position next to her stoma while using a coloplast branded ileostomy appliance. The area then turned purple and further resulted in skin breakdown; there were no leakage issues from her appliance prior to the breakdown. The end users history is significant for ileostomy, crohn's disease and cancer and was undergoing chemotherapy at the time of the event. The end user saw an enterostomy nurse who prescribed tacrolimus cream thinking that she may have pyoderma. At the beginning of (B)(6) 2016, the end user saw a dermatologist who ruled out pyoderma and prescribed prevex ointment. On (B)(6) 2016 the ointment was discontinued at the end users next visit to the dermatologist due to excessive moisture and an aquacel ag dressing was applied to the affected area. On (B)(6) 2016 the initial dressing was removed and replaced with another aquacel ag dressing. The end user reported pain and discomfort so severe that she was unable to walk and went to the emergency room. She was prescribed pain medication (morphine 2.5mg) and an unknown antibiotic, the dressing was left in place. A bacterial culture was positive for intrabactera and cipro was prescribed as treatment. The end user reported that she is neutropenic from chemotherapy treatments and wondered if the pain could have been related. The aquacel ag dressing has since been removed and the end user indicated that the pain has subsided with its discontinuation.